Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device change out, the physician noticed that the lead had abraded at 3 inches below the yoke. The physician made the decision to repair lead with medical adhesive. Lead measurements appeared stable.